Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch activated on this right ventricular (rv) lead due to detecting an out of range impedance measurement. Events that appeared to be noise were recorded in the arrhythmia logbook; however, these events could not be reproduced with isometrics. No patient symptoms were reported. The lead will be evaluated when the pulse generator is replaced within the next year.